Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) which resolved the customer reported issue. Covidien ref: (B)(4).

Event description:
The customer reported an 840 ventilator experienced a faulty upper graphic user interface (gui) display. The malfunction did not occur during pt use. The date of the event is unk.